Manufacturer narrative:
The device passed selftest and displacement test. No pump error 4 noted. Pump error 63 alarm confirmed in the pump history due to broken keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 66 mg/dl. The customer was able to rewind the insulin pump. The customer was able to clear the alarm. The customer was advice to revert to back up plan. The insulin pump will be returned for analysis.